Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in an adult female patient who had essure (batch no. 627303) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included pilonidal cyst excision on (B)(6) 2015 and cholecystectomy. Concurrent conditions included hormone replacement therapy since (B)(6) 2018, acne, asthma, pilonidal cyst, low back pain, uterine fibroids, numbness, muscle spasm and sacroiliitis. On (B)(6) 2009, the patient had essure inserted. In (B)(6) 2015, the patient experienced menorrhagia ("abnormal bleeding (vaginal, menorrhagia);"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia);"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), dysmenorrhoea ("dysmenorrhea (cramping) during cycle, cramp would make me double over"), dyspareunia ("very painful to have sex") and loss of libido ("very painful to have sex. Loss interest due to"). In (B)(6) 2016, the patient experienced vision blurred ("vision/eye problems - see blurry/ used to have 20/20 vision. Began to see blurry.") And visual impairment ("vision continuously getting worse"). In (B)(6) 2017, the patient experienced fatigue ("fatigue no energy. Always tired and drained"). In (B)(6) 2017, the patient experienced constipation ("gastrointestinal or digestive system condition - bad constipation") and abdominal distension ("bloating"). In (B)(6) 2017, the patient experienced hot flush ("hormonal changes - having frequent hot flashes at night"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), depression ("psychological or psychiatric problems ¿ depression"), arthralgia ("hip (bilateral) pain/joints pain"), back pain ("back pain"), cyst ("cyst"), insomnia ("insomnia"), vitamin d deficiency ("vitamin d deficiency"), endometriosis ("endometriosis"), adenomyosis ("adenomyosis"), uterine enlargement ("uterus was enlarged") and anhedonia ("loss interest in all things I enjoys doing due to always being in pain"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, hot flush, menorrhagia, vaginal haemorrhage, female sexual dysfunction, depression, dysmenorrhoea, vision blurred, visual impairment, fatigue, constipation, abdominal distension, dyspareunia, loss of libido, arthralgia, back pain, cyst, insomnia, vitamin d deficiency, endometriosis, adenomyosis, uterine enlargement and anhedonia outcome was unknown. The reporter considered abdominal distension, adenomyosis, anhedonia, arthralgia, back pain, constipation, cyst, depression, dysmenorrhoea, dyspareunia, endometriosis, fatigue, female sexual dysfunction, hot flush, insomnia, loss of libido, menorrhagia, pelvic pain, uterine enlargement, vaginal haemorrhage, vision blurred, visual impairment and vitamin d deficiency to be related to essure. The reporter commented: preoperative postoperative diagnosis. Discrepancy noted essure insertion date -(B)(6) 2009. Three coils were seen on her right side and four coils on her left side. Discrepancy noted - essure confirmation test(s) conducted- plaintiff did not undergo any confirmation test. Diagnostic results (normal ranges are provided in parenthesis if available): nuclear magnetic resonance imaging abdominal - on (B)(6) 2016: mild degenerative changes of the bilateral hips. No acute abnormality of the pelvis and hips. Diverculitis. MRI findings indicative of placement of essure devices/clips for tubal ligation.. Further company follow-up with the lawyer, lawyer or lawyer is not possible. Most recent follow-up information incorporated above includes: on 20-sep-2019: plaintiff fact sheet: case becomes incident. Previously reported event ¿injury to herself¿ replaced by new specific events : pelvic pain, hormonal changes - having frequent hot flashes at night, abnormal bleeding (vaginal, menorrhagia), apareunia (inability to have sexual intercourse), psychological or psychiatric problems ¿ depression, dysmenorrhea (cramping) during cycle, cramp would make me double over, vision/eye problems - see blurry/ used to have 20/20 vision. Began to see blurry, vision continuously getting worse, fatigue no energy. Always tried and drained, gastrointestinal or digestive system condition - bad constipation, bloating, very painful to have sex, very painful to have sex. Loss interest due to, hip (bilateral) pain/joints pain, back pain, cyst, insomnia, vitamin d deficiency, endometriosis, adenomyosis and uterus was enlarged, loss interest in all things I enjoys doing due to always being in pain. Essure lot number, insertion date, removal date and indication were added. Patient date of birth, height and race were added. New reporter were added. Lab data was added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in an adult female patient who had essure (batch no. 627303) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "plaintiff dis not undergo essure confirmation test". The patient's medical history included pilonidal cyst excision on (B)(6) 2015 and cholecystectomy. Previously administered products included for contraception: depo shot in 2009, pill in 2009 and ethinyl est in 2008. Concurrent conditions included hormone replacement therapy since (B)(6) 2018, acne, asthma, pilonidal cyst, low back pain, uterine fibroids, numbness, muscle spasm and sacroiliitis. On (B)(6) 2009, the patient had essure inserted. In (B)(6) 2015, the patient experienced menorrhagia ("abnormal bleeding (vaginal, menorrhagia)/menorrhagia (heavy menstrual bleeding)"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia);/ spotting "), female sexual dysfunction ("apareunia (inability to have sexual intercourse)/apareunia"), dysmenorrhoea ("dysmenorrhea (cramping) during cycle, cramp would make me double over/dysmenorrhea (cramping)"), dyspareunia ("very painful to have sex/dyspareunia (painful sexual intercourse)") and loss of libido ("very painful to have sex. Loss intrest due to"). In (B)(6) 2016, the patient experienced vision blurred ("vision/eye problems - see blurry/ used to have 20/20 vision. Began to see blurry.") And visual impairment ("vision continuously getting worse/vision problems"). In (B)(6) 2017, the patient experienced fatigue ("fatigue no energy. Alwayse tried and drained/fatigue"). In (B)(6) 2017, the patient experienced constipation ("gastrointestinal or digestive system condition - bad constipation") and abdominal distension ("bloating/gi conditions"). In (B)(6) 2017, the patient experienced hot flush ("hormonal changes - having frequent hot flashes at night/hormonal changes "). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), depression ("psychological or psychiatric problems ¿ depression/psych injury"), arthralgia ("hip (bilateral) pain/joints pain"), back pain ("back pain/back pain"), cyst ("cyst/recurring cyst in my groin area and in my axillary"), insomnia ("insomnia"), vitamin d deficiency ("vitamin d deficiency"), endometriosis ("endometriosis"), adenomyosis ("adenomyosis"), uterine enlargement ("uterus was enlarged"), decreased interest ("loss intrest in all things I enjoyes doing due to always being in pain"), hidradenitis ("hidradenitis suppurativa"), nausea ("nausea"), flatulence ("gas pain"), sciatica ("sciatica"), bone pain ("bone pain"), vaginal discharge ("watery discharge"), night sweats ("night sweats") and vaginal odour ("smelly odor"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy/repeat/multiple surgeries). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, hot flush, menorrhagia, vaginal haemorrhage, female sexual dysfunction, depression, dysmenorrhoea, vision blurred, visual impairment, fatigue, constipation, abdominal distension, dyspareunia, loss of libido, arthralgia, back pain, cyst, insomnia, vitamin d deficiency, endometriosis, adenomyosis, uterine enlargement, decreased interest, hidradenitis, nausea, flatulence, sciatica, bone pain, vaginal discharge, night sweats and vaginal odour outcome was unknown. The reporter considered abdominal distension, adenomyosis, arthralgia, back pain, bone pain, constipation, cyst, decreased interest, depression, dysmenorrhoea, dyspareunia, endometriosis, fatigue, female sexual dysfunction, flatulence, hidradenitis, hot flush, insomnia, loss of libido, menorrhagia, nausea, night sweats, pelvic pain, sciatica, uterine enlargement, vaginal discharge, vaginal haemorrhage, vaginal odour, vision blurred, visual impairment and vitamin d deficiency to be related to essure. The reporter commented: preoperative postoperative diagnosis. Discrepancy noted essure insertion date (B)(6) 2009. Three coils were seen on her right side and four coils on her left side. Diagnostic results (normal ranges are provided in parenthesis if available): magnetic resonance imaging abdominal: on (B)(6) 2016: mild degenerative changes of the bilateral hips. No acute abnormality of the pelvis and hips. Diverculitis. MRI findings indicative of placement of essure devices/clips for tubal ligation. Quality-safety evaluation of ptc: unable to confirm complaint. Further company follow-up with the lawyer, lawyer or lawyer is not possible. Most recent follow-up information incorporated above includes: on (B)(6) 2020: social media received: new event nausea, gas pain, bone pain, sciatica, night sweats, vaginal discharge, vaginal odor were added. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in an adult female patient who had essure (batch no. 627303) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "plaintiff dis not undergo essure confirmation test". The patient's medical history included pilonidal cyst excision on (B)(6) 2015 and cholecystectomy. Concurrent conditions included hormone replacement therapy since (B)(6) 2018, acne, asthma, pilonidal cyst, low back pain, uterine fibroids, numbness, muscle spasm and sacroiliitis. On (B)(6) 2009, the patient had essure inserted. In (B)(6) 2015, the patient experienced menorrhagia ("abnormal bleeding (vaginal, menorrhagia)/menorrhagia (heavy menstrual bleeding)"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia);"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)/apareunia"), dysmenorrhoea ("dysmenorrhea (cramping) during cycle, cramp would make me double over/dysmenorrhea (cramping)"), dyspareunia ("very painful to have sex/dyspareunia (painful sexual intercourse)") and loss of libido ("very painful to have sex. Loss interest due to"). In (B)(6) 2016, the patient experienced vision blurred ("vision/eye problems - see blurry/ used to have 20/20 vision. Began to see blurry.") And visual impairment ("vision continuously getting worse/vision problems"). In (B)(6) 2017, the patient experienced fatigue ("fatigue no energy. Always tried and drained/fatigue"). In (B)(6) 2017, the patient experienced constipation ("gastrointestinal or digestive system condition - bad constipation") and abdominal distension ("bloating/gi conditions"). In (B)(6) 2017, the patient experienced hot flush ("hormonal changes - having frequent hot flashes at night/hormonal changes "). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), depression ("psychological or psychiatric problems ¿ depression/psych injury"), arthralgia ("hip (bilateral) pain/joints pain"), back pain ("back pain/back pain"), cyst ("cyst/recurring cyst in my groin area and in my axillary"), insomnia ("insomnia"), vitamin d deficiency ("vitamin d deficiency"), endometriosis ("endometriosis"), adenomyosis ("adenomyosis"), uterine enlargement ("uterus was enlarged"), decreased interest ("loss interest in all things I enjoys doing due to always being in pain") and hidradenitis ("hidradenitis suppurativa"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy/repeat/multiple surgeries). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, hot flush, menorrhagia, vaginal haemorrhage, female sexual dysfunction, depression, dysmenorrhoea, vision blurred, visual impairment, fatigue, constipation, abdominal distension, dyspareunia, loss of libido, arthralgia, back pain, cyst, insomnia, vitamin d deficiency, endometriosis, adenomyosis, uterine enlargement, decreased interest and hidradenitis outcome was unknown. The reporter considered abdominal distension, adenomyosis, arthralgia, back pain, constipation, cyst, decreased interest, depression, dysmenorrhoea, dyspareunia, endometriosis, fatigue, female sexual dysfunction, hidradenitis, hot flush, insomnia, loss of libido, menorrhagia, pelvic pain, uterine enlargement, vaginal haemorrhage, vision blurred, visual impairment and vitamin d deficiency to be related to essure. The reporter commented: preoperative postoperative diagnosis. Discrepancy noted essure insertion date -(B)(6) 2009. Three coils were seen on her right side and four coils on her left side. Diagnostic results (normal ranges are provided in parenthesis if available): magnetic resonance imaging abdominal - on (B)(6) 2016: mild degenerative changes of the bilateral hips. No acute abnormality of the pelvis and hips. Diverculitis. MRI findings indicative of placement of essure devices/clips for tubal ligation.. Quality-safety evaluation of ptc: unable to confirm complaint. Further company follow-up with the lawyer, lawyer or lawyer is not possible. Most recent follow-up information incorporated above includes: on 22-nov-2019: pfs received. Events per pfs: hidradenitis suppurativa,plaintiff did not underwent essure confirmation test were added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in an adult female patient who had essure (batch no. 627303) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included pilonidal cyst excision on (B)(6) 2015 and cholecystectomy. Concurrent conditions included hormone replacement therapy since (B)(6) 2018, acne, asthma, pilonidal cyst, low back pain, uterine fibroids, numbness, muscle spasm and sacroiliitis. On (B)(6) 2009, the patient had essure inserted. In (B)(6) 2015, the patient experienced menorrhagia ("abnormal bleeding (vaginal, menorrhagia);"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia);"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), dysmenorrhoea ("dysmenorrhea (cramping) during cycle, cramp would make me double over"), dyspareunia ("very painful to have sex") and loss of libido ("very painful to have sex. Loss interest due to"). In (B)(6) 2016, the patient experienced vision blurred ("vision/eye problems - see blurry/ used to have 20/20 vision. Began to see blurry.") And visual impairment ("vision continuously getting worse"). In (B)(6) 2017, the patient experienced fatigue ("fatigue no energy. Always tried and drained"). In (B)(6) 2017, the patient experienced constipation ("gastrointestinal or digestive system condition - bad constipation") and abdominal distension ("bloating"). In (B)(6) 2017, the patient experienced hot flush ("hormonal changes - having frequent hot flashes at night"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), depression ("psychological or psychiatric problems ¿ depression"), arthralgia ("hip (bilateral) pain/joints pain"), back pain ("back pain"), cyst ("cyst"), insomnia ("insomnia"), vitamin d deficiency ("vitamin d deficiency"), endometriosis ("endometriosis"), adenomyosis ("adenomyosis"), uterine enlargement ("uterus was enlarged") and decreased interest ("loss interest in all things I enjoys doing due to always being in pain"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, hot flush, menorrhagia, vaginal haemorrhage, female sexual dysfunction, depression, dysmenorrhoea, vision blurred, visual impairment, fatigue, constipation, abdominal distension, dyspareunia, loss of libido, arthralgia, back pain, cyst, insomnia, vitamin d deficiency, endometriosis, adenomyosis, uterine enlargement and decreased interest outcome was unknown. The reporter considered abdominal distension, adenomyosis, arthralgia, back pain, constipation, cyst, decreased interest, depression, dysmenorrhoea, dyspareunia, endometriosis, fatigue, female sexual dysfunction, hot flush, insomnia, loss of libido, menorrhagia, pelvic pain, uterine enlargement, vaginal haemorrhage, vision blurred, visual impairment and vitamin d deficiency to be related to essure. The reporter commented: preoperative postoperative diagnosis. Discrepancy noted essure insertion date -(B)(6) 2009. Three coils were seen on her right side and four coils on her left side. Discrepancy noted - essure confirmation test(s) conducted- plaintiff did not undergo any confirmation test. Diagnostic results (normal ranges are provided in parenthesis if available): nuclear magnetic resonance imaging abdominal - on (B)(6) 2016: mild degenerative changes of the bilateral hips. No acute abnormality of the pelvis and hips. Diverculitis. MRI findings indicative of placement of essure devices/clips for tubal ligation.. Quality-safety evaluation of ptc: unable to confirm complaint. Further company follow-up with the lawyer, lawyer or lawyer is not possible. Most recent follow-up information incorporated above includes: on 16-oct-2019: quality safety evaluation of ptc. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.